Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned on (B) (6) 2010 and remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, pouch dilation, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "'over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the reported event of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."

Event description:
Surgeon reported the patient was experiencing heartburn and reflux; the band was defilled - barium swallow was done and showed pouch dilatation (slippage)". The aps lap-band system was readjusted and remains implanted. It will be returned at this time for evaluation.